Event description:
15 days post "lavn", pt experienced bilateral ureterovaginal communications and partial ureteral obstruction requiring placement of external ureteral stents. Possibly related to use of bicoag cutting forceps intra op. Question of equipment malfunction and or settings. Vaginal mucous damage per operation report.